Event description:
Per the clinic, the patient reportedly experienced dizziness and fell, hitting her head. The patient subsequently experienced a lack of auditory response. Imaging determined that the electrode array was not in the cochlea. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2013; during the same surgery the patient was reimplanted with a new device.this report is filed july 11, 2013.